Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed multiple battery out limit alarms. Customer's was unable to clear the alarms. Customer's blood glucose was 254 mg/dl. Customer was assisted in clearing the alarms. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.